Event description:
The customer stated she was in a car accident because of low blood glucose levels. Prior to the accident, the customer stated that her blood glucose levels were fine before getting into her car. Troubleshooting revealed that the glucometer she was using was reading higher than it was supposed to. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.